Event description:
It was reported via repair work order that the bed did not have power due to the power cord was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.